Event description:
Patient reported left side device rupture without pain diagnosed by ultrasound. Later reported capsular fibrosis... Prostheses are affected by a recall. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported left side device rupture. The status of the device is unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, opening assessed as unidentified (tear). Shell thickness was within specification). Capsular contracture: unable to observe since it is a medical event and is not related to the device. Anxiety - product/ procedure; unable to observe since it is a medical event and is not related to the device. As per the investigation procedure particle and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side device rupture without pain diagnosed by ultrasound. Later reported "capsular fibrosis" baker grade unknown and "prostheses are affected by a recall". The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified. Capsular contracture: unable to observe, since it is not related to the device. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Anxiety-product/procedure: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Patient reported, left side device rupture without pain. Diagnosed by ultrasound. Later reported, capsular fibrosis, prostheses are affected by a recall. The device has been explanted and replaced with another manufacturer's device.